Event description:
Customer called to report a fluid leak at the flow cell of the unicel dxc 800 synchron system after replacing the chloride electrode. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) evaluated the leak issue by telephone and assisted customer with troubleshooting the instrument leak. The cts instructed customer to drain the flow cell, remove the electrode, and ensure that only one quad ring was present. Customer stated that two quad rings were present. The cts instructed customer on how to correct the issue by removing the extra quad ring and reinstall the electrode. After priming the instrument, no further leaking was observed. The cts then verified proper instrument performance with customer to ensure that the troubleshooting instructions provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The cause of the issue is attributed to user error because an extra quad ring was used when customer replaced the chloride electrode.

Manufacturer narrative:
(B)(4).